Event description:
It was reported that atrial under-sensing of atrial tachycardia/atrial fibrillation (at/af) on stored electrograms (egm) was observed on the right atrial (ra) lead, resulting in false terminations of at/af episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.